Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving vibratory alert. Upon interrogation, the right ventricular lead exhibited high pacing lead impedance in the last six months. No intervention was performed. No patient symptoms were reported. The patient will continue to be monitored.